Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not cycling due to a fluid leak. The location of the fluid loss was not detailed. All components were removed and replaced. There were no patient complications.